Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-9236-03pp large vaultlock trail became stuck in the glenoid. The surgeon was able to retrieve the trail but the peg broke off the back. No part was left in the patient. This was discovered during use in a tsa on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.